Event description:
The iab leaked. That was the only info from the contact. In spite of several calls to the facility, the iab was never returned to co for evaluation. Event complications: unknown - reported 11/11/96. Pt's current status: unk - rpt'd 11/11/96.